Event description:
Patient stated she was recently in a car accident; her car started on fire and exploded. She had her whisperject auto injector with her and needs it replaced. No additional information is available.